Event description:
It was reported by (B)(6), an onkos sales representative, that a 4.3 x 200mm calibrated drill bit fractured intraoperatively on (B)(6) 2024 while the surgeon, doctor (B)(6), was drilling screw holes to implant a my3d pelvic reconstruction system (case # (B)(4)) into a 73-year-old male patient. The fractured drill bit fragments were reportedly removed from the patient.

Manufacturer narrative:
Based on review of device history records, the investigation concluded that the root cause of the reported mechanical failure (fracture) of the surgical instrument was not related to the design, manufacture, and/or sterilization of the 4.3 x 200mm calibrated drill bits. Results obtained through a physical evaluation of samples from the same lot which were held at onkos indicated that the most probable root cause which led to the fractured drill bits is unintended use error involving excessive bending of the drill bits.